Event description:
It was reported that the catheter was placed in this patient on march 17, 2021 and leaked liquids during maintenance in the morning of (B)(6). Therefore, it was removed and found fractured at the scale of 13 cm internally, and 4 cm of the catheter left externally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use. The catheter shaft is shown to be fractured into three segments. One segment is attached to the two-piece connector assembly. The distal segment containing the valved tip was present. Securement dressing is wrapped around the connector assembly. The break surface characteristics in the catheter tubing could not be clearly inspected from the image provided. Based on the photo samples provided possible contributing factors include tensile damage, stylet damage, and material fatigue caused by repeated kinking of the catheter. Since the catheter was observed to be fractured into multiple segments, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that the catheter was placed in this patient on march 17, 2021 and leaked liquids during maintenance in the morning of march 30. Therefore, it was removed and found fractured at the scale of 13 cm internally, and 4 cm of the catheter left externally.